Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, the patient underwent the removal surgery of the tomofix plate for the proximal tibia. During the surgery, the surgeon could not remove the screws with the screwdriver. The surgeon replaced the handle with a t-handle which belonged to the hospital and tried to remove the screws, but the head of the screws stripped. The surgeon used the extraction screw; however, the tip of the extraction screw broke. The surgeon was able to remove the screws by chipping the head of the screws with the carbide drill and cut off from the plate. The surgery was completed successfully within 30 minutes delay. No fragments remain in the patient. The patient was reported as stable. This report involves one (1) 3.5mm hexagonal screwdriver shaft self-retaining. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot d9 h3, h4, h6: part # 314.152 lot # 183p651 manufacturing site: bettlach release to warehouse date: june 22, 2021 a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that scrdrivershaft-3.5-hex self-hold was noted stripped, the tip is worn down and on the distal end of the device there is some visible deformation. A dimensional inspection for the scrdrivershaft-3.5-hex self-hold unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. A functional test was unable to be performed due to mating device (screw/extract-screw ) not being returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the scrdrivershaft-3.5-hex self-hold would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.